Event description:
There was a patient involved in this event. This device was depleting battery before expiry date. User said the patient was dead when they found him. Device was applied anyway, pads on then tried to switch it on but no power in the unit.

Manufacturer narrative:
The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2008. On the (B)(6) 2015 the history log confirmed the device being switched on a number of times. However the log indicates the pad-pak being removed to power the device off as no shutdown sequence was completed. This activity occurred after the reported event relating to a patient. The test therapy was delivered without fault, the green status led was flashing throughout the testing but the device failed to power off with the on/off button. Visual inspection revealed corrosion on the membrane tail. Attempts were made at this point to switch the device on but this could not be achieved by pushing the on/off button. This confirmed the reported fault. A new membrane was fitted to the device and it performed to specification. Corrosion on the membrane tail rendered the on/off button inoperable. Very low temperature readings were recorded at the time of the weekly self tests and this would indicate that the device was stored in a location where it was not adequately protected from adverse environmental conditions. The corrosion could therefore have been caused by the device being exposed to these adverse environmental conditions. The device was manufactured in april 2008 with a warranty of 7 years. The device was therefore coming close to the expiry date of this warranty.